Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Whilst cleaning teeth the head fell apart in mouth- oral-b brush head [device breakage]. No adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via social media on (B)(6) 2017 that while cleaning her teeth that morning, an oral-b flexisoft or precision clean brushhead fell apart in her mouth within seconds of cleaning. She reported she had replaced the brush head last friday, and it was the last brush head from a multi pack. No symptoms developed. The consumer reported she had used oral-b electric toothbrushes for over 20 years and had been happy with every item. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.